Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: evaluation of the returned product found blood visible in the guide wire lumen and on the balloon and stent implant. There was dried contrast on the outer member and on the distal end of the soft tip. This is consistent with preparation, handling, and suggests the stent delivery system (sds) was at least partially advanced over a guide wire. The stent implant was stationary on the tightly folded balloon and between the markers with no damage noted. The soft tip was partially separated at the distal seal. There was one piece of tip material holding the soft tip together. The separated edge was jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). The guide wire used in the procedure was not returned. Factors that may contribute to the inability to insert the guide wire into the sds and cause resistance between the devices may include, but not limited to, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Tip detachment can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. To ensure this is not the result of product deficiency, all sds are 100% visually inspected for damage at numerous points in the manufacturing process and proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility and tip tensile force. A mandrel was used to measure the inner diameter of the guide wire lumen and the partially separated tip and this met manufacturing criteria. The guide wire used in the procedure was not returned therefore it is unknown how it may have contributed to the reported difficulties. A new .014 guide wire was back loaded through the sds with no resistance noted. In this case, it is possible the guide wire and tip of the sds were not properly supported during insertion, resulting in the guide wire protruding through the tip, resulting in the noted partial separation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for tip detachments, difficulty inserting the guide wire, or damaged tips for this lot. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported difficulties.

Event description:
It was reported that when attempting to backload the promus stent delivery system onto the guide wire, they missed the lumen and instead, went through the stent struts. It was unknown if the balloon was damaged, therefore, they did not use this device. There were no patient effects. No additional information was provided. Return device analysis revealed that the soft tip was nearly separated.